Event description:
As per report from clinic, the patient was undergoing a skin excision procedure on her left upper arm posterior. The patient is known to be allergic to both sulfa and penicillin. Patient reported irritation the next day on (B)(6) 2021. The patient was prescribed clindamycin. Patient is doing well now.